Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm at their philips intellivue information center (piic) when electrocardiogram (ECG) limits are violated. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.